Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site switched to an external electric scalpel and continued the operation. There was no patient injury. The surgical procedure being performed was a very low anterior resection.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and multiple c-34 errors were confirmed in logs, along with other error codes such as 4-8a, 1-8a, 2-8a, 3-8a, c-06, m-18, m-11, and m-32. During inspection, the event was replicated, with c-34 and c-00 errors presenting on startup. The unit's fuses were swapped from 115v/4a to 8a for testing and then returned to the original configuration; the root cause could not be determined. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the surgeon encountered error c-34 on the viodv integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) advised restarting the viodv, but the error recurred. The tse then recommended preparing an external generator, and the surgeon acknowledged the instruction. The procedure was completed as planned.